Event description:
Reporter alleged blood glucose measured 264, 170, & 101 mg/dl when all tests were performed 2 minutes apart. Customer stated self treating with food as a result, however, no other actions were taken or treatment reportedly rec'd. A request was made for the return of the suspect device and replacement proudct was sent.